Event description:
The customer reported system errors, reagent pack monitoring has detected a reagent dispense failure, on multiple reagent packs including vitamin b12, b-type natriuretic peptide (bnp), total thyroxine (tt4) and total beta human chorionic gonadotrophin (tbhcg), involving the unicel dxi 600 access immunoassay system. Beckman coulter customer technical support (cts) noted the errors occurred on reagent pipettor #1 and #2. The customer performed quality control (qc) on bnp, human chorionic gonadotrophin (hcg), and vitamin b12; and noted tbhcg produced ind (indeterminate) results on both levels of qc (1 and 3). The customer then loaded a new reagent pack from the same lot and performed system check and quality control on all onboard assays - system check passed. However, most of quality control (qc) failed. The customer indicated qc for cortisol, ferritin, vitamin b12, total triiodothyronine (tt3) and thyroid-stimulating hormone (tsh) recovered out of range. The customer did not question any patient results. However, both qc results and patient results were generated on the reagent packs in question after the test counts were reset. There was no report of patient injury or change in patient treatment associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a database reorganization and consistency verification. The fse discarded all on-board reagents, loaded fresh reagents, and repeated quality control (qc) for all assays; qc recovered within the laboratory's established limits. The fse noted the instrument was operating per published performance specifications. A definitive cause of the event could not be determined with the available information.